Event description:
The customer reported that their patient information center ix (pic ix) speaker was not operational. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.